Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with a 600cc mentor memorygel breast implant (left) and an unspecified mentor gel breast implant (right) experienced left-sided grade iii capsular contracture, right-sided anisomastia and surgical intervention postoperatively. The diagnosis was confirmed by a healthcare professional during the consultation held on (B)(6) 2021. As a result, the patient is scheduled to undergo unilateral removal and replacement with an unspecified breast implant for the left side and unspecified surgical invention for the right side on (B)(6) 2022. This report is for the left-sided prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).